Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall the patient experienced ineffective therapy due to fracture of one lead. The patient also experienced connection issues with charging their ipg. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein one lead and the ipg were replaced to address the issue. Therapy was restored post-operatively.